Event description:
Additional information: it was reported that the pump was replaced and patient outcome was noted as resolved without sequel.

Event description:
It was reported that the pt experienced intermittent analgesia secondary to pump malfunction which was inconsistent pump reservoir volume; aspirated greater than expected from the programmer reading. Pt felt "he was getting intrathecal (it) medication intermittently." The drugs infused included fentanyl 6,000.0 mcg/ml, compounded baclofen 160.0 mcg/ml and clonidine 60.0 mcg/ml at 1,503.0 mcg/day, 40.08 mcg/day and 15.030 mcg/day respectively. The device was interrogated on (B)(6) 2011 and the results were "normal." It was also noted that the logs "have not been read." Intervention induced reprogramming/refill/bolus: 13% increase of it medications; new daily doses were compounded fentanyl 1,302.8 mcg/d, compounded baclofen 34.74 mcg/d and compounded clonidine 13.028 mcg/d. The outcome was reported as "ongoing event." A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The patient's, new daily doses were: compounded fentanyl 1,302.8 mcg/d, compounded baclofen 34.74 mcg/d and compounded clonidine 13.028 mcg/d. On (B)(6) 2011 there was a 15% decrease of it medication, new daily doses were: compounded fentanyl 1,108.6 mcg/d, compounded baclofen 29.56 mcg/d and compounded clonidine 11.086 mcg/d. On (B)(6) 2011 there was a 9% increase of it medication, new daily doses were: compounded fentanyl 1,209.6 mcg/d, compounded baclofen 32.25 mcg/d and compounded clonidine 12.096 mcg/d. The pump had normal interrogation results on (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. The reservoir was aspirated and the volume was greater than expected by 1.5 cc despite being within normal limits catheter evaluation.

Event description:
The pump had normal interrogation results on (B)(6) 2011 and (B)(6) 2012.